Event description:
The customer reported one (1) confirmed and five (5) unconfirmed false positive results with the ID now covid-19 2.0 test kit for six patients performed on different days. This MFR. Report addresses an unconfirmed false positive result and is patient two (2) of six (6). The customer stated the patient had previously recovered from covid-19 and was being tested as part of their routine admission process. The hospital admission was unrelated to the false positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4) date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m766104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m766104 and test base part number 192-430 / lot m766104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m766104 showed that the complaint rate is(B)(4) abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference and cross-contamination. H3 other text : single-use, device discarded.

Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported one (1) confirmed and five (5) unconfirmed false positive results with the ID now covid-19 2.0 test kit for six patients performed on different days. This MFR. Report addresses an unconfirmed false positive result and is patient two (2) of six (6). The customer stated the patient had previously recovered from covid-19 and was being tested as part of their routine admission process. The hospital admission was unrelated to the false positive result. No additional patient information, including treatment and outcome, was provided.